Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim valve (ID: (B)(6)) had black fibrous material resembling hair upon opening the sterile package. The procedure was completed with a replacement product available. No patient injury was reported, and the event did not led to surgical delay.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The hakim valve (ID: 823101) was returned for evaluation. Device history records (DHR) - the product code 823101 with lot 7121721 sn unknown, conformed to the specifications when released to stock failure analysis - the device and all packaging were visually inspected: no hair, no fibrous tissue was found on the paper of the open inner and outer lid of the blister. A specific procedure was studied: it necessary to check that the valve is free from impurities. The complaint is not confirmed. Root cause analysis - no root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer, could be due to a human error wrong handling in the operating room.

Event description:
N/a.